Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error did not recur after reset, and customer was advised to wait 20 minutes before starting sensor session, which customer understood and accepted.